Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was suspended due to sensor glucose vs blood glucose reading difference. The customer reported no adverse event. Troubleshooting was performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. The event involved product(s) mmt-7020c1. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No harm requiring medical intervention was reported. Product return for mmt-7020c1 is not expected.